Manufacturer narrative:
The meter was requested for investigation. A replacement meter was sent to the customer.

Event description:
We received an allegation of a display issue with 3 coaguchek xs meters. This MDR is for meter #3. The meter has black lines on the screen. The reporter described the screen as "similar to an old tv". It was verified that the lines would interfere with the interpretation of results. No misinterpretation of results was reported. Refer to MDR with patient identifier (B)(6) for the investigation of meter #1 and MDR with patient identifier (B)(6) for the investigation of meter #2.

Manufacturer narrative:
The product was not submitted for investigation. If the product is returned in the future, a follow-up report will be submitted.